Manufacturer narrative:
The ast reagent lot number was 72489901 with an expiration date of 31-jul-2024. The field service engineer (fse) found that the pulley inside the mechanism was rubbing against the water tubing causing a pinhole and an imprecise reagent pipetting. He replaced the reagent mechanism, the reagents mixer, and the cuvettes. The fse did a performance check and the instrument was performing within specifications. The service actions done by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with aspartate aminotransferase (ast) assay on a cobas 8000 cobas c701 analyzer when compared to a different cobas 8000 cobas c701 analyzer. Initial result: 25.6 u/l. Repeat result: 17 u/l (tested on another c701). The repeat result was deemed to be correct.